Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance programming the insulin pump. During the phone call, the customer's blood glucose reading was 516 mg/dl and she stated that she would be going to the emergency room for assistance. Nothing further was reported.